Event description:
It was reported that the device was not able to charge energy. There was no pt associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the defibrillator would not charge. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further eval of the replaced pcb assembly determined that root cause for the reported incident was an electrically shorted capacitor, designator c36.